Event description:
It was reported that a spectrum iq infusion pump had an issue of speaker did not work. This occurred in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, speaker does not work was reproduced. Evaluation experienced very low and muffled audio from the device speaker when the alarms sounded. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be dislodged speaker affects the audio of the device. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.